Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was rising, and unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient presented to the clinic after hearing the lead integrity alert (lia). The patient had received an inappropriate shock due to noise on the right ventricular (rv) lead. The rv lead also had rising and high impedance as well as a high sensing integrity counter (sic). The rv lead was turned off. No further patient complications have been reported as a result of this event.